Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results: other - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: other - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system unexpectedly had no fluoro during a procedure.